Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hl20 displayed the error messages: "head" and "beltslip during routine check. No harm to any person has been reported. A getinge field service technician (fst) was onsite for investigation and repair. The fst confirmed the reported error messages: "head" and "beltslip" intermittently. The fst observed contamination inside the pump on the tacho board due to the ingress of blood. The pump was disassembled, cleaned and blood residue was removed. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the getinge field service technician the reported error messages: "head" and "beltslip were caused due to contamination with blood which was spilled on the hl20 roller pump module's tacho board. The review of the non-conformities during the period of 2012-09-05 to 2023-12-21 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device in question was manufactured on 2012-09-05. Based on the investigation results the reported failure "error messages: "head" and "beltslip" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: "head". No harm to any person was reported. The error message: "head" can result in an unintentional pump stop therefor a report is required. A geting field service technician will be sent onsite for an investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 pump displayed the error message: "head". No harm to any person was reported. The error message: "head" can result in an unintentional pump stop therefor a report is required. Complaint ID: (B)(4).